Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this complaint will not be returned for evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the bolus button was stuck down while set up on patient. No patient complications were reported.